Manufacturer narrative:
Conclusion not yet available - sample evaluation in progress.

Event description:
Caller stated the packaging was intact and undamaged, but there was a hole in the cuff. Caller stated that there was not pt involvement.